Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters between the breasts from sweating. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed a cream for the blisters. Follow up indicated that the blisters improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.